Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+3.0/113 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and elevated intraocular pressure. The lens was not exchanged for another lens.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in liquid in a lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
(B)(4). Work order search: no additional similar complaint event within associated lots was found. (B)(4).